Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator could not be turned off. There was no patient involvement when the issue occurred. There was no patient or user harm reported. During troubleshooting, the customer reported that no codes were logged in the event log; however, the device would lock up every time. The customer reported that the user interface (ui) assembly was replaced, but the issue was not resolved. The rse provided the customer with the manufacturer's recommendation to replace the central processing unit (cpu) board. The customer was provided with the part number for replacement. The rse noted that the device's software was confirmed for the cpu board.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.